Event description:
It was reported to boston scientific corporation on february 27, 2009, that a radial jaw 3 pulmonary single-use biopsy forceps was used during a biopsy procedure, performed in 2009. According to the complainant, during the procedure, the forceps jaw failed after both the 5th and 7th bite. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed.